Manufacturer narrative:
This report is being filed to correct the serial number from (B)(6) as well as the implant and explant dates.

Event description:
It was reported that this left ventricular (lv) lead was explanted after one day of being implanted due to dislodgement. Lead was replaced with a same model lead. Lv lead would not return. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted after one day of being implanted due to dislodgement. Lead was replaced with a same model lead. Lv lead would not return. No additional adverse patient effects were reported.